Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06318, related manufacturer reference number: 1627487-2021-19056. It was reported the patient was not receiving effective therapy therefore the leads were explanted and replaced to address the issue. The patient also had pain at the ipg site therefore the ipg pocket was repositioned on 6 december 2021 to address the issue. Therapy was restored post-op.